Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing.

Manufacturer narrative:
On 2/4/2015 - boston scientific reported that the lead was returned from an unknown source approximately three years later. Upon receipt, the lead under complaint was found dissected 5.5 cm distal of the is-1 connector pin. Only the proximal fragment was received for analysis. It is reasonable to assume that the lead was dissected in the course of the explantation procedure. The returned lead fragment was analyzed. The inspection revealed several explantation damages such as deformations of the inner and outer conductor coils. During the electrical analysis, the dc resistances of the received conductor fragment were measured. No peculiarities were found. The analysis of the available lead fragment did not reveal any indication of a material or manufacturing problem.

Event description:
Boston scientific received information that this right ventricular (rv) pacing lead was exhibiting a drop in impedance measurements. It was reported that the measurements have been decreasing over the past 12 months. Technical services recommended additional lead testing as the patient is pacemaker dependent. No adverse patient effects were reported. The lead remains in service. Should additional information become available, this report will be updated.